Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error repeatedly. The caller declined to provide the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, however unit seated and recognize the reservoir with out reservoir due to excessive dry insulin at motor slider. The motor was found with severer corrosion damage. Unable to perform displacement test or verify motor error alarms due to motor slider anomaly. Unable to test motor outside the device due to motor corrosion damage. The insulin pump has cracked case at display window corners.